Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had seizure with hyperglycemia. The customer blood glucose level was 600 mg/dl and 327 mg/dl. Customer had not been using the insulin pump system within 48 hours of reported high blood glucose. Customer also stated that insulin pump had blank display however metal piece connector on the battery cap was missing. The insulin pump will not returned for analysis.